Event description:
The pt reported blood glucose results of "104 mg/dl" with co meter and "67 mg/dl" on a laboratory device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. The meter, test strips, and control solution were replaced.